Event description:
It was reported that the patient underwent an unspecified spinal surgery. It was reported that the tip of the shaft broke off during set screw removal. No patient complications were reported.

Manufacturer narrative:
Visual and optical inspection confirms the tip is not broken; approximately ~1-2 mm of the tip hex lobes are worn, with the last ~1mm of the tip plastically deformed, and minute pieces missing. The above findings are consistent with misalignment/insufficient engagement of the driver tip. The above findings are consistent with misalignment/insufficient engagement of the driver tip.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.